Event description:
I had lasik over a yr ago and have had nothing but problems. I have voiced my issues with lasikplus, but they say my vision is great. No, my vision is not great, I saw better with glasses. I have the following issues: constant dry eye, halos and bad night vision, eye fatigue, my right always has a haze to it. I now have blurry vision when looking at things close-up. After looking at info on the internet, I have read that people with large pupils should not have the procedure. Well, I was told that I have large pupils and that I was still a perfect candidate for lasik. If I had to do it all over again, I would most likely not have lasik. It is great not having to wear glasses, but without the procedure I would have better vision, no dry/irritated eye, better close-up and night vision and wouldn't have to spend a fortune on eye drops.